Event description:
The customer reported via phone call that they experienced a low blood glucose of 33 mg/dl. The customer also reported a lost sensor alarm. The customer stated their blood glucose rose to 77 mg/dl. The customer was assisted with troubleshooting for the alarm. The customer's transmitter will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-15779.